Event description:
One touch ultra meter had a date/time issue. Patient described that the meter lost its calibration code, date and time due to power loss. The patient neither alleged harm or experienced injury or medical intervention.